Event description:
It was reported that a spectrum pump failed to deliver the programmed amount (dextrose, 50 ml/hr) during therapy in the intensive care unit. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was not identified or returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.